Event description:
It was reported that a critical pump alarm had occurred and was confirmed by telemetry. The alarm was in regards to the following: reset, low battery reset, and safe state. The alarm was heard over the weekend by the patient's family. The patient had a return of symptoms with agitation. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be send if additional information becomes available.

Manufacturer narrative:
(B)(4).